Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus korea (okr). The serial number "(B)(6)" reported in the initial report was incorrect. The correct serial number is "(B)(6)". Therefore d4 was corrected. Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by okr, omsc surmised that the reported phenomenon was attributed to the failure of the camera cable unit. The exact cause of the failure of the camera cable unit could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomena. It was found the broken camera cable unit of the subject device which caused the reported phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that at the unspecified timing, the image of the subject device was not displayed and the error, e226 which indicates there was the communication problem between the subject device and the video processor was displayed. The occurrence date of the event is unknown. There was no patient injury associated with this report.